Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one protector and the associated vial were provided to our quality team for investigation. Upon inspection, it was confirmed that the needle of the protector pierced the metal cap around the stopper, verifying the reported concern. A device history review was performed for reported lot 2502117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to reported concern. Each product undergoes rigorous visual and functional inspections throughout manufacturing, including leakage testing and verification of all critical dimensions to ensure product quality and performance. No issues were identified during these checks. Based on our investigation and sample evaluation, we were unable to identify a root cause related to the product or manufacturing process. The most likely cause is improper alignment during assembly. To help prevent this, it is important to use the m12 assembly fixture with slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: during preparation, leakage of keytruda was confirmed. The protector was removed to collect residual liquid from the vial. The vent needle had come off the protector. The vent needle was stuck in the aluminum part. An assembly fixture was used.